Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient was presented to the operating room for lead revision, out of range, high capture threshold was observed on the rv lead. Device has been previously programmed. No other electrical anomalies were observed. Lead was capped and a new lead was implanted on (B)(6) 2016. Patient was stable post procedure.